Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evaluation. However, log file analysis tool has been utilized. Logs shows that start up tests went well without any hardware failures. After performing successful system test on type e circuit on (B)(6) 2022 18:03:36 and ventilation is active since (B)(6) 2022 18:03:54. The logs and the trend files also shows that the set fio2 was delivered properly during the incident reported period. There was no hardware failure triggered during the reported incident time. Unit functioned as designed. Disconnection alarms were active on the logs which was later identified due to the patient circuit positioning. Even though the reported complaint is ¿patient death¿ the customer did not confirm this during a meeting arranged on (B)(6) 2023; instead they already identified an issue with the patient circuit connection which causes disconnection a few times. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a patient was admitted with multiple health conditions in the ER (emergency room) on (B)(6) 2022 and was connected to the bellavista 1000 (demo device) on nippv 9nasal intermittent positive pressure ventilation) by 17:00. When the patient was transferred to bed, the hose (headpiece) shot off again despite sticking it with a tape. This already happened several times in the evening, and the hose was taped. Around 23:22, on a shift change, end user noticed the hose was already off. The patient was in bed with a mask on, but no breathing tube. It was only for a short time, but saturation dropped to 50-55%, and the patient was unconscious/not responding to stimuli. The hose was reconnected, and saturation went up to 94%. Pressure was also increase to 20/6. Still, pco2 (partial pressure of carbon dioxide) could not be enhanced. In the morning, there was further deterioration. By the afternoon, decision was made for abstinence and palliation. By 18:00, the patient died. It was also reported that the bellavista has "technical failure 401 - inspiration valve or device leaky" alarm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the suspect device has been quarantined and marked not to be used, but the patient circuit has been disposed of. Photos were taken, and log files were retrieved. Initial analysis reveals alarm 401 is active since (B)(6) 2022 with error 3 (initial flow too high) after each startup except on (B)(6) 2022 which there is no alarm 401, just error 3. The next startup was on (B)(6) 2023 which again shows alarm 401 and error 3. It is likely that alarm 401 is not associated with the incident as it only occur during startup, not during ventilation. All technical issues found on the logs are when the ventilation is off. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.